Event description:
Reporter indicated that device diagnostic testing performed at office viist resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient was subsequently scheduled for revision surgery due to suspected lead break. It was reported that approximately one week before the high lead impedance condition was discovered, the patient began to feel device stimulation in her left armpit and in the region of her upper left arm. The feelings reportedly coincided with stimulation cycles. The patient had not experienced any recent injury or trauma that may have damaged the vns therapy system. Repeat device diagnostic testing prior to commencement of revision surgery also resulted in high lead impedance reading. During revision surgery, a replacement generator was connected to the original lead, after which diagnostic testing continued to yield high impedance results. The lead was also replaced. Device diagnostic testing of the explanted generator alone was within normal limits, indicating proper device function. It was reported that the pulse generator was replaced prophylactically. Device tracking information submitted to manufacturer for replacement vns therapy system indicates that the explanted system was replaced due to lead discontinuity. No serious injury was report.

Manufacturer narrative:
B.3 date of event. This date is estimated; only the year is known.